Manufacturer narrative:
This report is submitted on april 23, 2024.

Event description:
Per the clinic, the device was electively explanted (date not reported) for MRI compatibility. The patient was re-implanted with another cochlear device during the same surgery.